Event description:
The lay user/patient called lifescan (lfs) on 3/12/2008 and alleged that her one touch ultra 2 meter does not power on since the meter was dropped on the floor. The medical affairs specialist spoke to the pt in 2008, and verified the following info: according to the pt, the reported issue started about ten days before she called lfs. She stated that she was unable to test her blood sugar for those ten days. She normally calculates dosage of novalog insulin based on the meter readings. She mentioned that she was guessing dosage of novalog based on her feelings and what she eats during the issue. She was administering around 30-35 units of novalog insulin during the issue. The pt reported developing blurry vision a few days after the issue began. She also stated that she had scratches and bleeding on her arms and face few days during this time. She was unable to recall exact day and time when she first develop the symptoms. She denied of receiving medical attention due to the reported issue. She was not tested on another device at the time of concern. The customer service agent (csa) discovered that the meter does not power on since the meter was dropped on the ground. Replacement products have been sent to the pt. This complaint is being reported as an adverse event, as the pt claimed of not being able to calculate accurate dosage of insulin to be administered due to the reported issue and later, developed blurry vision, a symptom, which can be associated with hyperglycemia. The pt tests her blood sugar four times daily, in the morning, at lunchtime, at dinnertime and before bedtime. She takes novalog insulin three times a day based on the sliding scale. She also takes a set amount of lantus at bedtime.

Manufacturer narrative:
Lifescan has requested the return of the subject products for eval, but has not yet received it. If the products will be returned, lifescan will evaluate it and, if it does not pass inspection, lifescan will inform FDA of the results in a supplemental report.